Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered a shock so a review was requested. Technical services (ts) was consulted and reviewed stored data. Ts discussed the how the morphology indicated a possible atrial fibrillation (af) with rapid ventricular response (rvr). One burst of anti-tachycardia pacing (atp) and one shock were delivered as inappropriate therapy. Ts also discussed how before the shock was delivered, the morphology changed and could be indicative of a true ventricular tachycardia/ventricular fibrillation. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.